Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, channel a of the device was programmed to deliver an unspecified i.v. Fluid and the delivery was started. No specific programming parameters were provided. On an unspecified date and time, channel b of the device was programmed to deliver an unspecified concentration of insulin and the delivery was started. No specific programming parameters were provided. The customer contact reported the maintenance delivery on channel a was being used to assist in the delivery of an unspecified vasopressor medication. No specific details were provided. On (B)(6) 2013 at 0440, the nurse reported the device alarmed and displayed a whitescreen error. At that time, the nurse reported the alarm could not be cleared and the tubing set could not be removed from the device. The pump was removed from clinical service. At that time, the patient's map (mean arterial pressure) decreased to 54 mmhg from an unspecified level. After approximately 10-15 minutes, therapy was resumed using a replacement device, medication container and tubing set. At that time, the patient blood pressure was reported to stabilize to an unspecified normal level. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 2009, the device was programmed using the drug library, to deliver on channel a 5% dextrose (d5w), at a rate of 50 ml/hr, with a vtbi (volume to be infused) of 950 ml and the delivery was started. Between 2053 and 2054, the delivery was stopped, standby mode was entered, cancelled and the delivery resumed. At 2215, channel b of the device was programmed using the drug library, to deliver regular insulin 100 u/100 ml, at a dose rate of 8 u/hr, with a vtbi of f80 ml, a check cassette alarm occurred, a cassette loaded was indicated and the delivery was started. Between 2218 and (B)(6) 2013 at 0332, the dose rate on channel b was titrated between 20 u/hr and 6 u/hr. At 0432, an end of infusion alarm occurred, kvo delivery began, a titrated dose rate of 10 u/hr was programmed, the next button pressed, the start button was pressed, the delivery was topped, kvo delivery stopped. The next power on is indicated on (B)(6) 2013 at 0511, a post software tightloop malfunction error, a s308 (can bus error channel a), a s408 (can bus error channel b) occurred. At 0513, the device was powered off. This report represents all the information known by the reporter upon query by hospira personnel.